Manufacturer narrative:
It was discovered on september 18, 2020 that the initial emdr for this issue was submitted under the correct suspect medical device but incorrect manufacturer name, city and state. MDR number 1628664-2020-00119 has been submitted for the correct manufacturing site and all further information will be documented under that MDR number.

Manufacturer narrative:
All patient details have been included. No additional details are available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported when uninstalling the carousel of the alinity s, they experienced back pain/muscle contracture. The patient went to the hospital and received treatment. The patient was prescribed robaxisal, 2 capsules every 8 hours for 5 days in addition to physiotherapy sessions. The patient reported they are back at work. No additional impact to patient management was reported.

Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a review of service and complaint history, and a review of product labeling. A review of service and complaint history for assy carousel with dowel pins and insulation (ln: b-30107644-01) did not identify additional occurrences of back pain/spasm while replacing the part. No adverse trends associated with assy carousel with dowel pins and insulation (ln: b-30107644-01) and no similar issues for physical hazard as described in this ticket were seen. No systemic issues were identified. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.